Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. He also reported having the following symptoms: "lightheaded because, he could not test with his meter. The meter displayed an error-4". He mentioned to be at his father-in-law's house when the event happened and that he felt "ill and very tired". There was no report of death or serious injury. No third party medical intervention was required.